Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed; however, the exact endoleak type and cause could not be determined from the films provided. Complete pre-implant films (CT¿s) were not available for review, and a comprehensive assessment of the patients anatomy could not be performed. In addition, additional endoleak interrogation via selective angiograms while injecting from different levels within the stent graft to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak and false lumen perfusion caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. It is possible that the acute stent graft angulation, with resulting likely fabric stretching, may have exacerbated the level of contrast seen from this likely type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a 310 mm thoracic aortic dissection.   It was reported that during the index procedure, after the stent graft was implanted, angiography showed a significant type IV endoleak in the middle of the stent graft. False lumen perfusion was also observed, with clear blood flow into the false cavity. The physician implanted a second valiant stent graft (vamf3838200) as treatment, and the endoleak was resolved. Per the physician, the cause of the event was a leak in the stent graft. No additional clinical sequelae were reported and the patient is fine.